Event description:
It was reported that pt's psl cup, size 54, loosened and dr. L. Planned to revise cup. In lieu of the rejuvenate recall, we also planned to revise the size 7 rejuvenate sterm with a 34 neutral neck. The primary head was a 40mm +0. Upon making his incision, dr. L. Noticed a moderately sized grayish tumor that, when excised, discharged fluid. There were several other much smaller fluid filed sacs noted within the wound. Bone stock was not affected and the fluid filed tumors were contained in the region of the hip. The revision surgery was completed without complication.

Manufacturer narrative:
An eval of the reported devices cannot be performed as they were retained by the hospital and were not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-01740 and 2249697-2012-01741.